Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for dp purge valve test, indicating faulty tubing and/or porting block adapter. The device's faulty tubing and/or porting block adapter were replaced to address the issue. The device passed all testing.